Event description:
Healthcare professional reported "pain, presence of periprosthetic fluid mainly in the outer quadrants and in small amounts and small adenopathies". This record is for the side. Device remains implanted. Device return status unknown.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.